Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The channel b error, does not home. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received unit for channel b error. Performed calibration to clear the error. Pm performed. All tests passed. Based on the findings, service determined that the probable root cause of the reported issue was due to the channel b error of the unit received. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 16mar2011 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The channel b error, does not home. No additional information was provided. There was no patient involvement.